Event description:
Customer's spouse reported that the customer woke up feeling cold and sweaty. The spouse tested the customer with the freestyle meter and received a glucose reading of 204 mg/dl. The customer's spouse called the paramedics and when they tested the customer upon arriving with an unknown brand of meter, they received a glucose reading of 32 mg/dl. Paramedics gave the customer juice, and after they transported them to the hospital they were administered an intravenous treatment along with juice and breakfast. Customer was released from the hospital a few hours later.